Manufacturer narrative:
User error. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was approximately 300 mg/dl. Customer uses humalog and uses the cartridge for 2.5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the occlusion alarm.